Manufacturer narrative:
Per tandem¿s user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.¿ per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 547 mg/dl. Reportedly, the cause was the customer filled tubing while connected at the site. Additionally, the customer is using admelog for insulin therapy. Tandem technical support informed the customer that this is off label use for the tandem pump. The customer went to the emergency room (ER) where intravenous fluids and insulin was administered to address the high bg. The customer left the ER in good condition and a bg of 270 mg/dl. The customer acknowledged the pump and related supplies were functioning as intended.